Manufacturer narrative:
No product will be returned per customer. The customer declined to return the product for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that the patient called the desk to report that the IV fluids were dripping on the floor. The tubing was checked and was found to be leaking from the primary tubing at the junction where the pumping segment inserts into the cassette. All of the tubing, antibiotic, flush and the pump were replaced. And the antibiotic was retimed. There was no report of patient harm.